Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2013 due to a post-operative infection, reported to be mastoiditis. The patient was treated with IV antibiotics (type not specified). It was also reported that the patient experienced vertigo with device use which was mitigated with programming. The implanted device remains and the patient continues to receive benefit from the device.